Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer blood glucose levels only respond to bolus deliveries; during basal delivery, customer's blood glucose level rises (300's mg/ml). Customer believes that pump is not delivering basal insulin.